Manufacturer narrative:
Reported event: an event regarding dislocation involving a uhr head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: no further investigation is required at this time. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. Device not returned.

Event description:
It was reported that patient's right hip was revised because of the dislocation of the bipolar component from the patient's acetabulum. The bipolar component and femoral head were revised using a competitor shell and liner with a 32+0 lfit v40 head.